Manufacturer narrative:
Concomitant medical products: 5592-45 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket where the patient's implantable pulse generator (ipg) was implanted was very "squishy". The physician opened the pocked and an infection was suspected. The entire pacing system was explanted. No further patient complications have been reported as a result of this event.